Event description:
The patient is currently admitted for methicillin resistant staphylococcus aureus (mrsa) right ventrucular (rv) lead endocarditis that is felt to have stemmed from a prior left foot infection. He has a left ventricular (lv) epicardial lead that was placed during coronary artery bypass grafting (CABG) in 3 years ago that is not in use and does not communicate with his ICD pocket. He was referred today for extraction of his rv endocardial lead and ICD generator. Patient is doing well after surgery and has not had any fevers since removal of the ICD.

Event description:
The patient is currently admitted for methicillin resistant staphylococcus aureus (mrsa) right ventrucular (rv) lead endocarditis that is felt to have stemmed from a prior left foot infection. He has a left ventricular (lv) epicardial lead that was placed during coronary artery bypass grafting (CABG) in 3 years ago that is not in use and does not communicate with his ICD pocket. He was referred today for extraction of his rv endocardial lead and ICD generator. Patient is doing well after surgery and has not had any fevers since removal of the ICD.